Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was over 400 mg/dl. Customer called in regarding transmitter issue because it did not pair with insulin pump. No further details given. It was unknown whether the auto mode feature was active during event or not. Insulin pump will not be returned for analysis.